Manufacturer narrative:
Product complaint # (B)(4). The approximate age of device captured is the length of time the device was implanted in the patient.

Event description:
Original surgery don (B)(6) 2020. Right hip revision. Stem subsided - frequent dislocations.